Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they took the battery out of the controller to reboot it and now it worked great.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having difficulties charging the ins. The ins would not charge beyond 70% even when the controller indicates that the ins is charging, and they can see the green light flashing above the screen. The patient spent a half an hour trying to charge the ins, but it would not go above 70%. The controller battery was ¿draining down¿ during that time. The patient would notice intermittent error codes on controller screen while charging the ins but could not recall the details. The patient was able to ¿advance through¿ the error screens by unplugging the rtm or pushing buttons on the controller. The patient will try resetting the controller if they can¿t charge past 70% again. No symptoms reported. No further complications were reported or anticipated.